Event description:
Acl surgery done, dr. Found the patient had swelling at the calaxo screw site 3 weeks post op and aspiration was done.

Manufacturer narrative:
Reinforced surgical technique to customer. Device has not been received for evaluation.